Event description:
The patient reported that on (B)(6) 2011 she experienced a blood glucose (bg) of 31.4 mmol/l with positive ketones. She stated that she went to the hospital, where her bg was 34.6 mmol/l and she was admitted with a diagnosis of diabetic ketoacidosis (dka). The patient was reportedly removed from the pump and placed on an insulin drip. The patient stated that her bgs began elevating after receiving a flu shot on (B)(6) 2011, but she was able to manage her bgs until (B)(6) 2011. The patient stated that she attempted to resume insulin pump therapy on (B)(6) 2011 while still in the hospital, and her bgs quickly elevated to a reading of "hi" on the glucose meter. The patient stated that she was again removed from the pump, and was placed on insulin injections. Customer support reviewed the pump with the patient and found all settings to be correct. A review of the pump history indicated two occlusion alarms on (B)(6) 2011 which were successfully cleared; an "empty cartridge" alarm on (B)(6) 2011; and two boluses the evening of (B)(6) 2011. The patient declined to complete troubleshooting, and stated that she and her health care provider (hcp) wanted the pump replaced. The patient denied any site, set, or cartridge issues. The patient noted that she was on multiple antibiotics due to a respiratory infection that she developed after receiving a flu shot. Customer support was unable to find a malfunction with the pump, however the patient declined to complete troubleshooting and stated that she and her hcp wanted the pump replaced. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.